Manufacturer narrative:
For this instance, it was noted that patient squeezed their eyes during treatment, and re-dock was not performed to correct the position. As ocular movement is one of the contributing factors to an incomplete side cut, and after extra numbing drops applied, surgeon performed flap cut on patient¿s left eye without any complications; therefore, the root cause of the reported event can be attributed to patient movement. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to patient movement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete side cut superotemporally in a patient's eye during laser assisted flap creation. This was noted to be at the one clock hour mark and alongside an area where there was a crescent of bubbles against the interface device. The physician reported that the patient was tough to dock. There was no suction loss but patient was very squeezy which made it difficult to make full contact. Extra numbing drops were administrated.